Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin. Multiple cartridges and infusion sets were used. Contact did not provide customer's blood glucose value, but stated it did not exceed 486 mg/dl. Customer reverted to using another pump for insulin therapy.